Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dyspnea. It was also reported that the right atrial (ra) lead exhibited rare intermittent undersensing on the presenting electrogram (egm). The lead remains in use. No further patient complications have been reported as a result of this event.